Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 140 units after the delivery of approximately 10 units of insulin. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 132 mg/dl. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.